Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
Customer reported a secondary vancomycin infusion completed in 30 minutes instead of the intended 2 hours. The infusion was programmed at 100ml/hour to infuse over 2 hours. The primary line had lactated ringers programmed as 125ml/hour. The customer does not suspect check valve failure and did not notice a change to the primary bag volume. There was no report of pt harm or medical intervention. Although requested, no further patient or event info was provided.